Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturing representative indicated that the issue seems to have been resolved as they have not gotten a call from the patient. The cause of the patient being unable to charge due to the ins remaining fully charged due to stimulation being off is unknown.

Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurost imulator (ins). It was reported that the stimulation has been turned off, had no idea, and it was unknown when it started. About 4 to 5 days ago, the stimulator did not decrease from a 100% display. Contributing factors were unknown. The patient switched the ins to on. Issue was resolved. No health damage noted. Additional information received reported the patient does not remember when or why the stimulator turned off. Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that "unable to charge" is displayed and the stimulator cannot be charged. Although charging is not occurring, the charge level is not decreasing. There were no known environmental, external, and patient factors that may have caused the event. When the recharger was placed directly on the body to charge, "device not found" changed to "unable to charge." Upon retrying, charging briefly started, displaying stimulator at 90% and controller at 90, but "charging failure" was soon displayed again. It was confirmed that stimulation was on. Regarding the charge level not decreasing, it was asked whether stimulation was off, but the response was unclear. The cause of the sudden charging issue could not be determined, so it was advised to consider a medical consultation. The user stated they plan to visit the clinic tomorrow and will discuss it then, concluding the conversation. The issue was not resolved at the time of the report. No symptoms were reported. Additional information was received. It was reported that "the charge level is not decreasing" probably means that the ins battery level was not decreasing. The cause of the issues was unknown, but for some reason, scs was turned off on 2/17. The actions taken to resolve the issue were that the patient visited on 3/5, and stimulation was turned on again. The next visit date was undecided, but at the next visit, it would be checked whether the same issue has recurred.

Manufacturer narrative:
G2. Foreign: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.